Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset and bit flip. The device was unable to be restored via programming and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue in an integrated circuit. Off-site analysis found a short between adjacent solder bumps, this would result in no telemetry conditions and cause data corruption and high current drain spikes resulting in por events. Analysis of the device memory indicated a partial electrical reset. Multiple electrical resets occurred on (B)(6)2016 due to low battery voltage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.